Event description:
On (B)(6) 2013, pt presented for revascularization of a mildly calcified lesion in the superficial femoral artery. With the kittycat2 (w550), the physician had advanced half way through the lesion before the device tip became stuck in the lesion. When the physician pulled back on the device in an attempt to free up the catheter, the tip separated from the catheter's outer sheathing but remained attached to the inner shaft. The entire catheter including the separated tip was removed as one unit. The physician used a second kittycat2 and crossed the lesion successfully. There was no pt effect.

Manufacturer narrative:
Method: the case info, including the device use feedback obtained from the event reporter, was used to evaluate the device performance. Results: the IFU contains warnings and precautions that "if resistance is met during manipulation, determine the cause of the resistance before proceeding" and torquing or pulling the catheter excessively may cause damage to the product. Excessive bending or kinking of the catheter may affect performance." Device evaluation summary - returned device evaluation confirmed the separation of the tip as a result of manipulation in attempt to free up the device when it got stuck in the lesion. The catheter tip separated from the outer shaft but remained attached to the inner shaft. Changes to personnel reviewing predicate events for reporting inclusion resulted in the delayed MDR submission for this report.